Manufacturer narrative:
The patient is currently on antibiotics. The surgeon may explant the device if the infection does not resolve.

Event description:
The patient was hospitalized for a suspected infection of her right tmj mandibular component.